Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap disk shell, valve crack and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the plug strap disk shell due to an unidentified (tear) opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device was explanted.